Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered fluid inside their cassette door from their previous peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered residual fluid on the inside of their cassette door from their previous peritoneal dialysis therapy. Immediately preceding the report, the patient had received a make sure heater bag is on heater tray message during fill one of peritoneal dialysis therapy. The patient had filled 0ml of an expected 3000ml at the time of the message. During troubleshooting, it was noted that the patient had discovered that the inside of their cassette door was wet when the patient was setting up their cycler for therapy. The technical support representative advised the patient to discontinue use of the cycler due to the leak and to notify their peritoneal dialysis registered nurse of the event. The cause of the leak was unknown. The patient used manual supplies to continue with peritoneal dialysis therapy until they received a replacement cycler. There was no patient injury or medical intervention resulting from the leak. The sample was discarded by the patient and was not available for evaluation. The patient has received their new cycler and is continuing with peritoneal dialysis therapy. Additional information was requested but is not available.